Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse was reported via phone call that the patient was experienced diabetic ketoacidosis. The customer's blood glucose level was unknown. The customer's nurse was also reported that the patient had insulin pump with her. The insulin pump will not be returned for analysis.